Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The x-ray was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned x-ray. Visual analysis of the x-ray revealed that 6mm/9mm cannulated stepped drill bit was not observed in the visual evidence provided. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed for 6mm/9mm cannulated stepped drill bit. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a tfna case, after using the lateral cortex opening drill bit and tapered stepped reamer, metal shavings were observed in the proximal femur and around the lateral cortex opening drill bit, and the guidewire was noted to be slightly bent. The surgeon elected to leave the metal shavings and nail in situ and requested testing of the lateral cortex opener drill bit and guide sleeve to determine the source of the shavings. The tfna fem nail was implanted. There were no patient consequences.